Event description:
It was reported that a patient underwent a single level kyphoplasty procedure over 2 years ago. Approximately a year and a half post procedure, the patient presented in the ER with severe pain. An MRI revealed the posterior wall of the vertebral body had separated and moved backwards. The physician was not familiar with the patient's medical history. The patient is in a care home and is reportedly having psychotic episodes. No other information on patient status is available. The physician does not believe the recurrence of pain is related to the original kyphoplasty procedure.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and physician.